Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open low anterior bowel resection, the first stapler was found pre-fired (the staples were already exposed) when the shipping wedge was removed. While the second device was able to fire, however, the staple line was incomplete resulting to an incomplete anastomosis. The surgeon had to tear the anastomosis down due to leakage before the protective ileostomy was created. The incomplete staple line was oversewn by the surgeon. When the stapler was removed from patient, the anvil disengaged. An xray was done to locate the component. The disconnected anvil was retrieved using a grasper utilizing a sigmoidoscope. The surgical time and hospitalization were both prolonged.